Event description:
Hcp reports the device system was removed due to infection. The primary location of the infection was the device pocket. Cultures were taken. No report of meningitis. Both IV and oral antibiotics were administered and the infection was resolved. The devices were explanted but not returned to the manufactuer for analysis.